Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the 30 degree endoscope plus be returned for evaluation. The product has been received, but analysis has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the failure analysis testing. No image or procedure video was provided for review. A review of the instrument log for the 30 degree endoscope plus (part# 470057-05/ lot# sf2014281) associated with this event has been performed. Per logs, the 30 degree endoscope plus was last used on (B)(6) 2022 on system (B)(4). The instrument had 1987 remaining usable lives with no subsequent use recorded. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the endoscope moved freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the user no longer had control over the 30 degree endoscope plus. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 11-may-2022, however, the reporter did not have additional information to provide regarding the complaint.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported issue that there was no control over the camera. The endoscope camera instrument adapter was found to have binding. The root cause of this failure is attributed to mishandling/misuse. Additional observations not reported by site: the camera cables were found cut and discolored. The root cause of these failures is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.